Event description:
Info received indicated the bed exit does not alarm at the bed side.

Manufacturer narrative:
The hill-rom tech replaced the pcm (power control module) and recalibrated the sensors to resolve the issue.